Event description:
It was reported that the patient received a transmission for back up vvi via merlin.net. Upon further investigation, it was noted that the backup vvi transmission was inappropriate. The device was not found in back up vvi. No further information is available.

Event description:
It was reported that during in-clinic follow-up, session records showed a device parameter error was detected probable due to a telemetry error. Reprogramming the device to resolve the issue was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that programming changes were made.